Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain and lumbar radiculopathy reported the patient programmer (pp) had been in the car for days and looked like it got heat damage since the screen was all black. The consumer let the pp cool off and then took the batteries out. After new batteries were put in the pp, it was functioning properly. The consumer further reported they had bronchitis, walking pneumonia, and were coughing really hard. When the consumer coughed really hard the device shocked them, so they lowered the intensity, and then decided to turn it off. As of (B)(6) 2016 the consumer could barely feel stimulation, and the intensity wasn't there. The consumer tried switching to group a and b for standing and lying, but everything had to be at 10 volts or higher to be felt. On (B)(6) 2016 the manufacturer's representative (rep) met with the consumer and noted the consumer usually used group a, and on a1 they weren't able to feel stimulation up to 10.5 volts which was a charge for them since they usually felt stimulation and got benefit from it at five to seven volts. On program a2 the consumer could feel stimulation around seven volts. Group impedances on a1 were 1,581 ohms and a2 was 510 ohms. The rep. Then ran an electrode impedance at 3.0 volts, and when 0 was the reference the range was 37197-39058 ohms and greater than 40000 ohms and when 1 was the reference impedances were greater than 39000 ohms. It was noted all other electrodes were normal. Reprogramming was performed around electrodes 0 and 1 which resulted in stimulation returning to normal and the consumer being very satisfied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.